Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the stop cock failure is mechanical component problem. The most likely cause is that excessive force was applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the stopcock on the outer tube of the subject device was damaged. There was no patient involvement.

Event description:
The customer did not report a malfunction. During onsite inspection of device, it was found the stopcock was damaged on the outer tube. No patient involvement.

Manufacturer narrative:
The supplemental report is being submitted to provide the following corrections: b3 - updated to reflect the date of the onsite inspection by olympus. B5 - updated to reflect no malfunction reported by the customer. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.